Event description:
It was reported that the ilet pump generated an alert 38 for a motor stall, after which the user restarted the pump multiple times and completed a dry run without recurrence, and the user proceeded with a supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.